Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. The motor passed motor test. All buttons functioned properly no damage on the keypad assembly. During inspected the connector on lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone indicating that the insulin pump had a cracks on lcd screen. Customer's blood glucose was 402 mg/dl. The customer was treated via manual injections. Customer was not aware how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer's mother also reported via phone call that the insulin pump had keypad anomaly's. Customer's blood glucose was 402 mg/dl. The customer was treated via manual injection. Customer stated that button keypad is non responsive. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.